Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following. On (B)(6) 2018, patient was treated to bilateral submental using coolmini applicator. On (B)(6) 2018, patient was treated to bilateral inner thighs and bilateral upper and lower abdomen using cooladvantage petite coolfit contour and cooladvantage coolcore contour. On (B)(6) 2018, patient was treated to bilateral upper flanks/bra fat and inferior flanks using cooladvantage coolcurve+ and coolcore contour, cooladvantage petite coolcore contour. On (B)(6) 2019, patient was treated to bilateral upper and lower abdomen using cooladvantage coolcore contour. On (B)(6) 2019, patient was treated to (right/left) flanks and bra fat using cooladvantage coolcurve and coolcore contour and cooladvantage petite coolcore contour. On (B)(6) 2019, patient was treated to submental using coolmini applicator. On (B)(6) 2019, patient was re-treated to left side submental using coolmini applicator. On (B)(6) 2019, patient was diagnosed to develop paradoxical hyperplasia in bra fat, inner thighs, upper and lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following. On (B)(6) 2018, patient was treated to bilateral submental using coolmini applicator. On (B)(6) 2018, patient was treated to bilateral inner thighs and bilateral upper and lower abdomen using cooladvantage petite coolfit contour and cooladvantage coolcore contour. On (B)(6) 2018, patient was treated to bilateral upper flanks/bra fat and inferior flanks using cooladvantage coolcurve+ and coolcore contour, cooladvantage petite coolcore contour. On (B)(6) 2019, patient was treated to bilateral upper and lower abdomen using cooladvantage coolcore contour. On (B)(6) 2019, patient was treated to (right/left) flanks and bra fat using cooladvantage coolcurve and coolcore contour and cooladvantage petite coolcore contour. On (B)(6) 2019, patient was treated to submental using coolmini applicator. On (B)(6) 2019, patient was re-treated to left side submental using coolmini applicator. On (B)(6) 2019, patient was diagnosed to develop paradoxical hyperplasia in bra fat, inner thighs, upper and lower abdomen.